Manufacturer narrative:
As reported by the exactech knee replacement study, approximately one-year post ltka, the patient experienced an infection. Patient came to clinic with painful and swollen tka. 30cc of cloudy yellowish fluid was drawn out of knee. On (B)(6) 2020 was revised to an antibiotic spacer. On (B)(6) 2020 was revised to an optetrak total knee system. The event is not related to the device but possibly related to the procedure. No other information available at this time. Information received from clinical study database. Device will not return due to study protocol. Care is noted as continuing. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the exactech knee replacement study, approximately one-year post ltka, the patient experienced an infection. Patient came to clinic with painful and swollen tka. 30cc of cloudy yellowish fluid was drawn out of knee. On (B)(6) 2020 was revised to an antibiotic spacer. On (B)(6) 2020 was revised to an optetrak total knee system. The event is not related to the device but possibly related to the procedure. No other information available at this time. Information received from clinical study database. Device will not return due to study protocol.